Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Valve not working properly, this was explanted and it was found that the body of valve cracked.